Event description:
The reporter performed a meter comparison test at her dr's office. The dr's one touch result was 110 mg/dl and the reporter's surestep result was 325 mg/dl. No symptoms were reported. A control test result was 80 (97-146). The reporter used control solution to clean her meter.